Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the stent moved on balloon. The target lesion was located in the right coronary artery (rca). A 32 x 2.75 rebel stent was advanced to treat the lesion but failed to cross. When the physician removed the device, it was noted that the stent moved on the balloon. The physician ended up performing angioplasty only. No other stent would cross the lesion either. No patient complications were reported and the patient status was doing well with no issues.